Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, and patient details. Directions for use: perform surgery. Standard ophthalmic surgery techniques should be used to prepare the patient and the eye. Ophthalmic viscoelastic should be used to form the anterior chamber, as necessary. A secondary paracentesis may be made, if required by the investigator, for injection of ophthalmic viscoelastic. Apply sponges saturated with mitomycin c (0.2 mg/ml) to the surgical site for 2 minutes. Remove sponges from the eye and copiously irrigate the surgical site. The needle of the sterile xen® injector preloaded with the xen®45 gel stent is advanced through the peripheral cornea and across the anterior chamber (i.e., the ab interno approach) toward the targeted quadrant. Corneal entry should be at least 1 to 2 mm anterior to the limbus (i.e., not at the limbus or behind it) to ensure there is a proper angulation on the xen®45 gel stent up and away from the iris. The xen®45 gel stent should be placed through the center of the angle.

Event description:
Healthcare professional reported xen®45 gts was implanted through an ab externo manner rather than ab interno which is the recommended method. Affected eye unknown.